Manufacturer narrative:
H4: the lot was manufactured from july 19, 2019 - july 20, 2019. H10: the device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the lower left side edge of the bag, located at the eva lay-flat (film). The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was noted to be a tear or cut defect caused by the variation in the manufacturing equipment causing a tear or cut defect at the lower left side edge of the bag during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.